Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments approximately seven centimeters (cm) from the terminal pin. The extracting stylet remained stuck inside the distal segment. Visual inspection revealed insulation abrasion through exposing the conductor coil. Analysis determined the insulation abrasion was most likely due to lead-on-lead contact. Analysis confirmed the field allegation.

Event description:
Boston scientific received information that there was oversensing of noise that led to pacing inhibition with no asystole on the right ventricular (rv) lead. There was also noise observed on the right atrial (ra) lead. A revision procedure was performed where both leads were explanted. No adverse patient effects were reported.